Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported by patient's daughter that patient had been having trouble with accidents. Patient had an unrelated surgery and suspected the ins to be off. Patient was also taking prescriptions that were not helping patient either. They wanted to see if a manufacturer representative (rep) could meet with patient to check ins. More information was received on (B)(6) 2019 from patient's daughter. They reported that patient had been waiting for a callback from a rep however had not received one. Patient wanted their device checked as they had a return of symptoms and was still having issues and had an accident while in the car. They mentioned one time before the ins was found to be off. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient had not been getting good therapy results. The caller took the patient to the healthcare professional (hcp) who said they needed the patient¿s patient programmer, but they didn¿t bring the patient programmer to the appointment. The caller stated they were not sure when the therapy issues started, but the symptoms got better, but then the patient wasn¿t having any control. It was noted the patient next appointment was (B)(6). The caller noted the patient may be calling in for instructions on how to use his patient programmer. Additional information from the patient on (B)(6) reported they were having issues with their unit. There were no further complications that have been reported as a result of this event.